Event description:
Seven cryocyte bags were placed in a dry-shipper and transported to the ward for reinfusion. Two cryocytes spontaneously shattered in the dry-shipper. The cells from the first container were salvaged and the second container was discarded as the pt had received a sufficient dose. The customer has decided not to return cryocytes in the dry-shipper, and all cryocyte containers will be transported by the dry-ice method.